Event description:
The customer reported that a patient removed the leads, and they did not receive a "leads off" inop at the central station, however, it did appear at the bedside.

Manufacturer narrative:
The customer reported that a patient removed the leads and they did not receive a "leads off" inop at the central station, however, it did appear at the bedside. Per communications with the field service engineer (fse), this issue was due to untrained staff and the bedside monitor was not set up for central monitoring. Therefore, the central station monitor was not in use due to a failure of the users in configuring the bedside monitor. The labeling in the instructions for use (IFU) explaining this function is adequate. Communications with the biomedical engineer revealed that he could not recall the issue. The biomedical engineer stated that as far as he is concerned everything is working and they have had no issues. Based on the limited available information, this will not be considered a malfunction but a user training issue. Per the fse, the hospital staff was going to be putting some training in place for the equipment. No further investigation/action is warranted. (B)(4).